Manufacturer narrative:
Device passed displacement test and self test. Adjusted the audio options audio volume 1-5 and verified audio tone adjust accordingly. However, pump error 63 alarm was confirmed in device history file due to broken trace at keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm. Customer stated that they were able to clear alarm. Customer stated that the displacement test was passed. Customer was able to complete rewind. Customer was assisted with self test and it was failed. Customer stated the pump was not dropped or bumped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.